Event description:
Reportedly a 2.6 kg. Baby who was being treated in the subject device was discovered by a nurse to have slight bleeding and chafed skin on several toes of his left foot. The nurse applied ointment to the wound, and it has since healed. The hosp reported that no other equipment was being used at the time the injury was discovered. Ohmeda evaluated the incubator at the hosp and could not find any sharp edges on the unit which would be likely to cause a cut. Ohmeda has been unable to determine the cause of the bleeding or whether this bleeding was actually a serious injury as defined in the MDR regulation. However, co decided to err on the conservative side and report this particular event.